Manufacturer narrative:
Correction (g1) - contact office address: dr. Pamela meadows pam.meadows@convatec.com 7815 national service road suite 600 greensboro, nc 27409 336-542-4679 lot 0f04283 was manufactured on 06/28/2020 in the convex one piece manufacturing line, with a total of 1,408 market units. On 02/jul/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. The process carried out was found according to pi21-076. No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. On 02/jul/2021 a complaint search for lot 0f04283 and malfunction code ost-pmc1.8 / ost-pmc01.08 skin barrier starter hole is defective (e.g. Misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 3 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the wafer came with off centered starter hole. The product was not used on patient. No photo is available at this time.